Event description:
The clinician reports that the day the implant was placed in the patient's mouth, failure occurred upon insertion. Patient presented with bone type iii. The device was forwarded to the manufacturer. There were no reported patient injuries or complications.

Manufacturer narrative:
The batch number could be verified. Our manufacturing q-system assures, that production and process controls are in place to ensure that batches confirm to the applicable specifications before they are distributed.  The removal of a dental implant during surgery without the replacement of another dental implant is a known inherent risk of the procedure due to either lack of primary stability of the implant (patient or procedure related). It may also include the removal of an implant after osseointegration due to either the clinician's or patient¿s decision. The manufacturer¿s trend analysis confirms that usually procedural errors and/or patient's condition contribute to the event.

Event description:
The clinician reports the implant was inserted (B)(6) 2022 in the patient's mouth. On (B)(6) 2022, fracture of the implant was verified. Patient presented with bone type iii. The device was forwarded to the manufacturer. There were no patient operative or post-operative complications reported.

Manufacturer narrative:
The batch number could be verified. Our manufacturing q-system assures, that production and process controls are in place to ensure that batches confirm to the applicable specifications before they are distributed.  The fracture of a dental implant is a known long-term complication of endosseous dental implants. The manufacturers trend analysis confirms that the reported implant fracture rate associated with its dental implants is low and remains consistent with the experience as documented in the literature. There are different reasons why implants break and this problem has been illuminated by various authors (e.g. Maeglin 1988, beumer 1989, tetsch 1991, worthington 1992). Beumer and lewis 1989 report the following causes: a) production / design flaws. B) inadequate fitting of the suprastructure. C) occlusal overload. D) bruxism. E) bone resorption around the implants. F) insufficient axle alignment of the implants. G) trauma. H) biomechanical causes. I) design of the suprastructure. Non-fatal serious injury or device malfunction stored due to covid 19 pandemic in accordance with FDA guidance "postmarketing adverse event reporting for medical products and dietary supplements during a pandemic" published may 2020.